Event description:
It was reported that log files captured a no external power event on (B)(6) 2023 while the patient was connected to their mobile power unit (mpu). The mpu was noted to have a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the mpu or at the wall outlet. There were no environmental circumstances that could have affected power at the time of the event. The mpu remains in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit (mpu) was confirmed via analysis of the log files. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(4)) contained entirely overlapping data spanning approximately 25.5 days (27dec2022 ¿ 22jan2023 per the timestamp). The log file captured low voltage hazard and no external power alarms due to a temporary loss of ac power while connected to the mpu on (B)(6) 2023 from 11:06:38 to 11:06:39. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power and pump function was not affected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, low voltage hazard, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The patient is instructed to call the hospital contact as soon as possible for diagnosis and instructions in response to a backup battery fault alarm. Heartmate ii patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate ii IFU (rev. C) section 2 ¿system operations¿ explain how to replace the running system controller with a backup controller. The patient handbook cautions the user ¿if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed.¿ heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii IFU (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. Heartmate ii patient handbook (rev. C) and heartmate ii IFU (rev. C) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.